Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the error, and advised them to wait 20 minutes before starting their sensor session. Caller understood and followed the instructions.